Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the returned products confirmed that the products had broken. However, the head of the instruments appears to have been noticeably struck, this is evident in the shape of the head compared to how the supplier manufacture them. The supplier manufactures these instruments with a domed head, the impact these instruments have sustained has caused a flat surface where the domed edge should be. In light of the investigation we can only find that the impact the instruments sustained has caused the t bar to break, with the chamfering of the hole contributing to these breaks. The suppliers advise that the instrument should not be impacted. Upon their return, the products shall be retained for future reference if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for complaint : t-handle has broken off from two introducers. Has event affected a patient : no.